Manufacturer narrative:
It was reported that delta pressure increased when the ECMO was started. The hls set was replaced. The failure was detected during set-up for a patient, prior to use. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. A getinge technician was sent for investigation. The failure could not be replicated. No parts were replaced. Replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the technician, after the hls set was replaced, the pressure failure was resolved. Therefore, the most probable root cause was a defect regarding the hls set. The hls set is not available for investigation as the hls set was discarded by the customer. The hls set will be further investigated in complaint # (B)(4). Hls set mfg report number. 8010762-2026-0000133. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter ¿preparation and installation") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustic alarm. The review of the non-conformities has been performed on 2026-03-02 for the period of 2012-01-25 to 2026-02-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-01-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "delta pressure increased" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in germany during prior to use. It was reported that delta pressure increased when the ECMO was installed. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID: (B)(4).